Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2024, the department failed to calibrate the flow sensor during a pre-use inspection of the equipment. After replacing the flow sensor with a new one, the calibration still failed. The department immediately replaced the ventilator and reported it for repair. No patient involvement.